Manufacturer narrative:
H6): conclusions code populated after further device evaluation was completed. Additional device evaluation within the laboratory was completed on (B)(6) 2020 to attempt to determine the root cause for the bridge balloon rupture. Note: the physician had noted there was significant calcification in the location where the balloon had been placed. Using the scanning electron microscopy (sem) and energy dispersive spectroscopy (eds), images revealed the hole in the bridge balloon to be in a chevron shaped pattern, with the tip of the chevron located at the proximal end. Elemental analysis (eds analysis) showed no anomalies, with no calcium detected at the site of the compromised area of the bridge balloon. Calcium buildup is hard, relative to the very soft and flexible material characteristics of the bridge balloon. Although elemental analysis did not reveal any calcium at the actual tear location, it remains a likely possibility that the bridge balloon was compromised while navigating near or around the calcified region. This speculation is further substantiated by the fact that the elemental and molecular analysis revealed no anomalies with the bridge balloon material; it was verified to be in accordance with manufacturing specifications.

Manufacturer narrative:
Patient's weight unavailable. Device evaluation: the bridge device was returned on 20 march 2020 and was evaluated by a cross functional engineering team on 25 march 2020. Visual analysis revealed liquid and biologics remained within the guide wire lumen of the working length of the device; fluid was also present within the balloon lumen of the working length. There was no damage identified on the working length of the device. When the luer of the device was evaluated, no damage was noted. The proximal and distal adhesive joints were observed to be in good condition with full bonding in these joints. Loading a guide wire through the distal tip of the device, some resistance was noted the guide wire passed through. An inflation and deflation test with water was then performed. Using a full 60cc syringe, after injecting approximately 22cc of fluid, the fluid began to leak out at the distal end of the bridge balloon. No leaks were identified anywhere else on the balloon. During deflation, the bridge balloon deflated fully, with 20cc of water and 22cc of air being pulled back into the syringe. No leaks were identified in the luer area. The bridge balloon device was then taken to the failure analysis lab for further investigation. However, at that time, the covid-19 crisis prevented from this further investigation to take place at this time. Partial evaluation results have been listed; however the results and conclusions are not complete. A supplemental MDR will be submitted when the full investigation can be completed.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to non function. Prior to the procedure, a spectranetics bridge occluding balloon catheter was being prepared for use in the event that an emergency occurred during the procedure. It was reported that immediately after inflating the balloon to 30ml within the patient's superior vena cava (svc) which is standard protocol, the bridge balloon then was deflated. During deflation, it was noted that the fluid in the syringe being used to withdraw the contents of the balloon was red, with the assumption that blood had gotten into the bridge balloon, which would be abnormal. The physician fully deflated the bridge balloon and removed it from the patient. When the bridge balloon was removed, the team re-inflated the balloon, two areas were noticed on the bridge balloon where fluid was spraying out, as more fluid was injected into the bridge balloon. Prior to the procedure, it was noted on a CT scan that the patient had significant calcium in his svc which the doctor suspects is what put the two holes in the balloon. A new bridge balloon was prepared, and the procedure was completed with no reported patient harm.